Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via the implant patient registry that a patient with a 23 mm 2800tfx pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of nine (9) years, two (2) months due to severe symptomatic aortic stenosis and severe aortic regurgitation. The patient initially presented with chf, anemia, and shortness of breath with dyspnea on exertion. The tavr procedure was performed with a 23 mm 9750tfx transcatheter valve and concluded with excellent result. The patient tolerated the procedure well hemodynamically.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including patient history of hyperlipidemia.

Manufacturer narrative:
Corrected data: correct to g3- date received by manufacturer submitted on the initial MDR. The date is being corrected to 06/28/2022. It was also identified that a duplicate report for this event was submitted under MFR report # 2015691-2022-06948, which was submitted within 30 days of awareness. No further reporting of this event will be performed on MFR report # 2015691-2022-06948 as it is a duplicate. Any supplemental reporting for this event will continue to be reported on this report, MFR report # 2015691-2022-07081.